Event description:
It was reported; that head jammed in cup, implant could not be implanted.

Manufacturer narrative:
Summary of eval: the investigation concluded that the cause for the jammed components was due to deviation from user instructions. The femoral head was a non-stryker component which indicates an off label use of stryker products. The device mfg history record for subject lot indicated there were no discrepancies related to the reported event. A review of the complaint history indicates that there have been no other reported events for jammed heads and bipolar components. This is considered to be an isolated event. The root cause for this event is user related misuse.